Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a thoracic system and a cervical system. It was reported that the patient's cervical scs lead was revised on (B)(6) 2014 due to ineffective stimulation. Follow-up identified the patient is receiving effective stimulation following the surgical intervention.